Manufacturer narrative:
As of the date of this report, the monopolar curved scissor tip cover has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the monopolar curved scissor tip cover fell into the patient. While there was no report of any patient harm, adverse outcome or injury, at this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer observed the monopolar curved scissor (mcs) instruments had been cracking more often at the clear portion. The customer noted that the monopolar curved scissor instruments had cracked at least four times within the last week. The customer informed that one of the tip covers fell off, and the broken pieces were retrieved . The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clinical sales manager (csm) informed the procedure was a prostatectomy. The clinical sales representative (csr) clarified that no pieces of the tip cover fell into the patient, but rather the whole tip cover fell into the patient. The tip cover was recovered using a lap grasper. It was stated that the procedure was one hour into the case when the tip cover fell into the patient. No lubrication was used for the monopolar curved scissor (mcs) instrument tip cover. It was stated that the monopolar curved scissor instrument was removed during the procedure, and a new tip cover was installed from a different lot number. The surgeon continued with the case. The clinical sales representative stated the instrument was not inspected prior to the case; however, the surgeon informed the clinical sales representative that he had observed the tip covers cracking. It was stated the customer would not be returning any of the tip covers as they have been discarded. No x-ray or ultra sound was performed, and the patient had not returned for any post-surgical complications. The clinical sales representative confirmed the procedure was completed with no patient injury or harm.

Manufacturer narrative:
Refer to the following fields for corrected information: d4 (model number, catalog number, lot number, serial number, UDI). Refer to the following fields for updated information: g3, g6, h2, and h10. The d4 fields have been updated to provide corrected product information.

Event description:
Refer to h10/h11 for follow-up information.